Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. The aneurysm is currently 57 mm in diameter. It was reported that the patient came to the ER with back pain. They did a non-contrast CT scan and said the patient¿s aneurysm had ruptured. The patient coded before leaving the CT scan. The patient was taken into the ER for an open aaa repair. The patient expired before any of the devices could be explanted. The cause of the rupture is unknown. According to office notes the patient was not compliant with follow ups. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).